Manufacturer narrative:
The preliminary check of the DHR related to the lot number involved (2010h0894) did not show any anomaly on the pieces released on the market. A total of (B)(4) wrenches were manufactured with this lot number, without receiving other signaling on this lot. At the moment, we received a photo of the wrench, which shows the breakage correspondently to the threaded tip. The instrument will be returned to us, so we will be able to analyze it.

Manufacturer narrative:
The check of the DHR related to the lot # involved (2010h0894) did not show any anomaly on the pieces released on the market. A total of (B)(4) wrenches were manufactured with this lot #, without receiving other complaints on this lot #. Date of manufacturing of the pieces: 24 march 2010. We also received the broken instrument and we could analyze it. The threaded part (which is to be screwed to the delta cup cavity before impacting the cup) broke very close to the tip. The small broken fragment of thread was not returned but, by the event information, the surgeon was able to remove it from the patient intra-op. The analysis of fracture reveals a fragile fracture, because: - there is no visible deformation of the threaded surface near to the breakage point; and - there is an angle of approx 90° between the broken surfaces and the direction of the load applied on the instrument. The hardness detected on the instrument soon after the manufacturing process was 44-45 hrc. We repeated the hardness test on the broken instrument; a value of 42 hrc has been measured. The value detected complies with those recommended by the astm a564 for the aisi 630 h900 heat treated, which is the material of the instrument. No pre-existing deficiencies on the instrument involved, and no corrective actions planned. Possible improper use (axial misalignment when impacting the cup, leading to unexpected stresses on the threaded section of the impactor). The surgical technique advises to "hit along the axis with a hammer, impacting the cup firmly into the bone socket". We are aware of 2 cases of intra-op breakage of the thread of these instruments (model # 9055.51.015). The 2 breakages involved 2 different lot #. (B)(4).

Event description:
The tip of the wrench for delta cups (model # 9055.51.015) broke off intra-operatively, during cup impaction. Surgery delayed for 5 minutes while surgeon removed broken piece of the instrument from the cup. No adverse effect for patient. The event occurred on (B)(6) 2015 in (B)(6).

Event description:
The tip of the wrench for delta cups (model # 9055.51.015) broke off intra-operatively, during cup impaction. Surgery delayed for 5 minutes while surgeon removed broken piece of the instrument from the cup. The event occurred in (B)(6).